Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple auto-off alarms occurred. Customer adjusted the auto-off safety feature to address the issue. Reportedly, customer continued to use the pump for insulin therapy. Customer¿s blood glucose level was 130 mg/dl.